Manufacturer narrative:
06-sep-2023: updated information was received from the clinic on 29-aug-2023 regarding patient's healing status, stating "the patient is now doing very well, no sequelas.". Clinic was retrained and retraining report is attached within this follow-up. In addition, the following fields were corrected in this follow-up report: b5 (event description) was updated, d7a was changed to 'no', d7b was removed.

Event description:
Papular lesions in the shape of the tip footprint in the central region of the forehead and over the neck.

Event description:
Papular lesions in the shape of the tip footprint in the central region of the forehead and over the neck. Apparently, a reaction of the superficial dermis due to an exuberance of superficially concentrated thermal energy. The healing process delay most probably due to various factors, such as application of cosmetic/medicinal products post treatment and individual intrinsic factors. Since the lesions are still present 5 months post treatment exceeding the expected time for full resolution, it was decided to report this incident. Nevertheless, gradual skin texture normalization is expected within a variable period without permanent fibrotic outcomes or scarring.

Manufacturer narrative:
(B)(6) 2023 - a case of prolonged healing due to predisposing factors such as acne, assumption of isotretinoin as well as use of a intense superficial impacted settings by the user.